Event description:
It was reported that during an unk procedure, the stapler misfired, it did not fully cut through and staple over the appendix/cecum. The surgeon compressed an appropriate amount of time and pulled the trigger 3 times to bring the knife through the specimen. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 9/28/2023. D4: batch # 639a19. B3: exact event date unk, entered 1/1/2023 as only the year was provided. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and an ecr60b reload loaded on the device. The reload was received fully fired. In addition, a second ecr60b (b) reload was received, fully fired with the pan detached from the reload. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. In addition, a tyvek was received along with the device. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: once the firing cycle has been initiated, it should be completed by completing all four strokes of the firing cycle to return the knife to the home position. If it is necessary to interrupt the firing sequence, push the red manual knife reverse switch downward to reverse the knife motion; the knife direction indicator will display an arrow pointing towards the proximal end of the instrument to indicate the knife is in the return mode. To complete, squeeze the firing trigger completely until it rests on the closing trigger, after which the stroke count indicator will display ¿0¿ to indicate the knife has returned to its home position. The event could not be confirmed as the device performed without any difficulties noted during the functional testing and the reloads were received fully fired. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 639a19, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. During which firing stroke did the event occur? 2. Did the device lock-out (no staples deployed and no cut line started)? 3. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? 4. Was there any difficulty opening the device? 5. If yes, how was the device removed from the patient? 6. If yes, did the jaws eventually open? 7. Could you please clarify if there were any patient consequences? 8. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.